Event description:
It was reported that ten days post implant the patient experienced a perforation from the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.